Event description:
It was reported that a patient who underwent spaceoar vue placement procedure, the physician indicated that there was a partial rectal infiltration of the hydrogel. The physician did a magnetic resonance imaging (MRI) and delayed the treatment. The patient has not reported any symptoms at the time of this report.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 04/25/2025. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a1502 captures the reportable event of gel misplacement non-vascular.